Event description:
New information received notes patient received inappropriate shock due to noise. Lead fracture was observed. The lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Event description:
It was reported that noise was observed on rv lead. The physician reprogrammed the sensitivity to higher values.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.